Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that "skin reaction" occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The parent reported that the pediatric patient experienced a skin reaction with redness, pus, and infection extended beyond the patch perimeter which occurred 7 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body and prescription oral medication cefalexin and topical mupirocin after that as prescribed by the pediatrician on (B)(6) 2024. At the time of the report, the affected area was still a little red. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information available.